Event description:
The customer reported the alarm has no power. There was no pt incident or injury reported.

Manufacturer narrative:
(B)(4). Eval of the returned product found the alarm has evidence of battery acid leakage on a battery spring. The case is chipped on the top right corner and in between the hold and low battery led lenses. Both of the sensor receptacles are chipped and cracked. The aqualert water indicator label is missing. When batteries were installed the alarm would not power on. Note: instructions for use has a statement: the posey sitter ii is an electronic device. It may fail to work if subjected to severe shock, such as being dropped, or immersed in liquid. Do not use if; battery door is missing; battery door is damaged; alarm case is damaged; or alarm case is cracked. When accessing the battery compartment slide battery door open and flip it up. Do not attempt to remove battery door; it does not separate from alarm. Carefully remove batteries to avoid damage to battery door. Insert four (4) new "aa" alkaline batteries. Do not mix old and new batteries, or battery brands within a battery pack (4 batteries). Use of mixed batteries or batteries installed incorrectly may cause battery damage, and may damage the alarm. Remove any alarm from use and send to the appropriate facility authority if batteries are damaged or corroded or the battery compartment has signs of previous battery corrosion such as white powder residue. (B)(4).